Event description:
It was reported that during a p-com coil assist procedure, and event occurred during lvis evo deployment. Covering the aneurysm neck in the distal part of the ica then repositioning was attempted to recapture with 50% of the stent left in deployment. The stent was partially opened / deployed in the patient during removal of the catheter, and the stent stuck in the rhv during catheter retrieval due to failure to recapture the stent into the catheter. Procedure completed with another product. The patient was reported to be stable.

Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation found the stent returned fully deployed. Replication testing was performed and found the stent was able to successfully advance through and re-sheathe into an in-house microcatheter without issue during the investigation. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter and pusher used in the procedure were not returned for evaluation, so the investigation could not determine if they had caused or contributed to the reported complaint.